Event description:
Caller reported blood glucose result of 182 on the inform system, lab result of 87 mg/dl on a sample drawn within 10 minutes. Customer reported no pt symptoms, treatment or adverse event relative to this discrepancy. Meter passed valid control tests, was not replaced or returned. A request was made for the return of the strips, replacement was sent.